Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she had not used the insulin pump for a year and when she tried to turn it on it would not turn on. The customer's blood glucose level was 400 mg/dl. The customer treated with manual injections. During troubleshooting, the customer found small flakes in the bottom of the battery compartment. The customer inserted a new battery but the display stayed blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.